Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Note: corrected information provided in h6 is an addition to previous coding.

Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The impella introducer has not been returned for evaluation. A supplemental report will be submitted when the investigation has been completed. The instructions for use states the following: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿ it also states: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ the failure mode will be monitored and trended.

Event description:
The user facility reported an impella cp in a 87yo male for mechanical circulatory support. It was reported that when removing the dilator from the 14fr peel-away introducer, the dilator broke free from the clear plastic ring that screws onto the valve of the peel-away sheath. This malfunction went unnoticed until it came time to exchange the peel-away for the repositioning unit. The team could not remove the ring and had to leave it in place between the blue suture hub and the arteriotomy. There was no patient harm reported. No additional information was provided.